Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet and contacted support while ¿high,¿ after which the agent guided a full supply change (insulin and infusion set cd 23") and resumed insulin delivery. Symptoms included elevated blood glucose up to 581 mg/dl without reported physical symptoms and without ketone testing or back-up therapy. Outcomes included temporary loss of glycemic control that resolved after the supply change, with blood glucose later documented at 162 mg/dl and no medical or outside assistance required. Investigation included guided troubleshooting and education focused on changing the infusion set and restoring insulin delivery. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with resolution following supply replacement and insulin delivery resumption. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.